Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 50 mg/dl at the time of incident and current blood glucose was 347 mg/dl. The customer was assisted with troubleshooting. The customer was drinks juice slowly or candy at work generally for low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap was uneven and sticking out of the insulin pump. Customer stated that they did treat the high blood glucose with insulin drip, fasting and water drinking. Customer declined troubleshooting for high and low blood glucose. Customer stated that crack was on the upper corner of the screen and goes to the battery cap area on the insulin pump. Advice customer to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.